Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar, gastro intestinal ulcer, and gastro intestinal bleeding are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was hospitalized for lower gastro intestinal bleeding. The patient underwent a CT scan of the abdomen which revealed that the tubing was in the second part of the duodenum. On an unknown date, the patient underwent an endoscopy which revealed a pressure ulcer in the pylorus caused by the j tube, and a bezoar at the distal tip of the j tube. The patient's pegj tubing was removed, and a new peg tube was placed. The patient was prescribed omeprazole for four weeks. On an unknown date, the patient was stable and discharged home.